Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective/damaged tubing and a defective/damaged tubing clamp. The following information was provided by the initial reporter: the child received transfusion in our department on (B)(6) 2020 . The patient was given needle infusion according to the parents' wishes. During the transfusion, the patient was injected and sealed according to the standard, and the infusion was normal. The second infusion was finished the next day and the tube was sealed. After the child returned to the outpatient clinic, blood residue was found in the extension tube of the indwelling needle. If the extension tube was damaged when the catheter was re-sealed, the child was immediately removed and properly treated. The children from 10 to 16 were given intravenous infusion in our department for the third time, and the indwelling needle puncture was performed again. This incident did not cause adverse consequences to the patient. 2020-11-03 received an update from the sales representative, the event description is updated as follows: the sales rep came to the clinic to understand the complaint, the extension tube is damaged after repeated clamping of the sealing clamp, which does not rule out the operation after the child returned home by himself. Later, the clinical nurse had replaced the child with a new indwelling needle, and the child had no adverse reactions or doctor-patient conflict.

Manufacturer narrative:
H6: investigation summary. A device history review was conducted for lot number 9197427 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective/damaged tubing and a defective/damaged tubing clamp. The following information was provided by the initial reporter: the child received transfusion in our department on (B)(6) 2020. The patient was given needle infusion according to the parents' wishes. During the transfusion, the patient was injected and sealed according to the standard, and the infusion was normal. The second infusion was finished the next day and the tube was sealed. After the child returned to the outpatient clinic, blood residue was found in the extension tube of the indwelling needle. If the extension tube was damaged when the catheter was re-sealed, the child was immediately removed and properly treated. The children from 10 to 16 were given intravenous infusion in our department for the third time, and the indwelling needle puncture was performed again. This incident did not cause adverse consequences to the patient. 2020-11-03 received an update from the sales representative, the event description is updated as follows: the sales rep came to the clinic to understand the complaint, the extension tube is damaged after repeated clamping of the sealing clamp, which does not rule out the operation after the child returned home by himself. Later, the clinical nurse had replaced the child with a new indwelling needle, and the child had no adverse reactions or doctor-patient conflict.